Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at customer site. The customer reported issue of thermogard exhibited mid 09 (air trap assembly) error message was confirmed during the initial functional testing and event log. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Visual inspection was performed and noted no damage upon review. Archive event log data was downloaded and noted mid 09 (air trap assembly) error messages on the reported event date. Historical complaints were reviewed and no previous history of complaint was reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, the thermogard ivtm system (sn (B)(4)) was displaying an error message mid: 09 (air trap assembly). No additional information was provided. No known patient impact or consequence was reported.